Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-01418. It was reported that the patient passed away from a pulmonary embolism on (B)(6) 2019. The patient had undergone an scs implant procedure on (B)(6) 2019. Reportedly, there were no complications during the procedure, and the patient recovered from the anesthesia with no issues. The physician has not indicated that this was product or procedure related.